Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/05/2013 with the following findings:the keypad was found to be torn over the ok button. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast keypad buttons responded appropriately. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly with no signs of fading or discoloration.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons were reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.